Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2006. Product type: recharger: product ID 37742, serial# (B)(4), implanted: (B)(6) 2006. Product type: programmer, patient: product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 3487a-33, lot# v000574, implanted: (B)(6) 2005. Product type: lead: product ID 3487a-33, lot# v000574, implanted: (B)(6) 2005. Product type: lead. (B)(4).

Event description:
The patient reported that she felt no stimulation sensation. The patient was playing cards at the table last friday when the stimulation stopped. The implantable neurostimulator (ins) was charged and the patient programmer showed that stimulation was turned on. There was no known accident or incident related to the loss of stimulation. The patient reported she had an appointment with her physician that day. The next day the company representative reported that the patient still had no stimulation sensation. Stimulation was turned up to 10.3v and 8.6v with no change. Group impedances a1 and a2 were both >3600 ohms for both programs. Electrode 11 also showed impedances >3600 ohms. The patient was reprogrammed to avoid electrode 11 and the patient felt stimulation in the correct location and was getting good therapeutic benefit. If additional information is received, a follow up report will be sent.